Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 115 units after using 50 units. There was no adverse impact to the customer's blood glucose level due to the reported event. Reportedly, the contact reloaded the cartridge and received an accurate fill estimate.